Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead was returned severed 197 mm from the terminal pin and two segments returned with 660 mm total length. Set screw marks were also noted on the terminals and helix was extended. Insulation abrasion was likely the result of lead-on-lead interaction coupled with movement. It was also observed that there was no therapy available. The lead then passed continuity tests.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted as the rv lead exhibited low amplitude and the physician did not like the behavior of the lead. No additional adverse patient effects were reported.